Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had cracked casing at the display window corners and battery tube threads area. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter checked her blood glucose and when that value appeared on the insulin pump it would not be cleared. The customer changed the battery but the pump alarmed with button error. The patient's blood glucose at the time of incident was 367 mg/dl. Troubleshooting was initiated for the button error alarm. The mother did not recall any significant events leading to the button error issues outside of her daughter checking her blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.